Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. On an unspecified date and time, the pump was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported, the pump "indicated the bag was empty." It was reported that while the nurse was changing the medication container, it was noted that an unspecified volume of air was in the tubing set distal to the pump with no pump alarm. No air was reported to have reached the pt. The pump was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if therapy was resumed using a replacement pump.